Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the procedure was performed without contrast due to the poor renal function. After the valve was implanted, swirling was seen in the non-coronary cusp (ncc) via color doppler. Per the implant physician, the swirling was not regurgitation or an insufficiency. A post-implant balloon aortic valvuloplasty (bav) was performed. During the bav, the valve dislodged toward the sinuses. A transesophageal echocardiogram (tee) showed that there was abnormal color flow in the ncc. Subsequently, a second valve was implanted successfully. No additional adverse patient effects were reported.